Manufacturer narrative:
(B)(4). Date sent: 9/29/2022. Investigation summary: the product was returned to for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 0012 device was received with the electrode tip bent to about 45 degrees and with no apparent damage. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components, no evidence was found that could have caused the reported activation issues. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: electrodes can be bent up to approximately 60°. The use of instruments to modify the electrode and/or excessive bending could damage the coating, insulation, or electrode. The event described could not be confirmed as the device performed without any difficulties noted.